Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that after the balloon occlusion catheter was inflated with 60% contrast, the guidewire could not be pulled; therefore, it could not be deflated. This occurred outside the patient's body. The physician replaced the balloon occlusion catheter and guidewire. There was no clinical consequences to the patient due to this event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The returned device was examined and no damages were found on the balloon catheter shaft. No anomalies were noted. During functional testing, the balloon catheter shaft was unable to be flushed and a patency mandrel was only advanced to 47cm from the distal end. The occlusion in the shaft did not dissolve while being soaked. The balloon catheter was cut at the point of the occlusion and a patency mandrel was again advanced, solidified contrast media was noted exiting the catheter, which dissolved on contact with water. The distal section was flushed, a demonstration guide wire was advanced in the distal seal and the balloon inflated and deflated without difficulty. The reported deflation issue could not be confirmed during analysis, but the solidified contrast media noted within the balloon catheter potentially caused or contributed to the inflation and deflation issues during the procedure. Information available stated that it was difficult to pull back the guide wire in an attempt to deflate the device during the clinical procedure,possibly due to solidified contrast media. The device was confirmed to be in good condition prior to use. It is likely that procedural factors contributed to the reported and observed damages limiting the performance of the balloon catheter during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
It was reported that after the balloon occlusion catheter was inflated with 60% contrast, the guidewire could not be pulled; therefore, it could not be deflated. This occurred outside the patient's body. The physician replaced the balloon occlusion catheter and guidewire. There was no clinical consequences to the patient due to this event.